Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection of the actual rinsed drain bag showed a leak at the level of the sealing near the stopcock. This component is provided by a baxter supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the bag defect was determined to be related to supplier manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that external fluid leaks were observed from the drain bags of two (2) prismaflex m150 sets during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available. No additional information is available.